Event description:
It was reported that the ilet pump sustained a cracked screen while the device remained operational, and a replacement was arranged with counseling that the device would no longer be water resistant and that backup therapy should be in place due to questionable functionality. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included a review of the reported damage and user education regarding data syncing, device shutdown, and return logistics. Investigation of this case revealed a damaged user interface component consistent with external physical damage, with no alarms or performance anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.